Event description:
Boston scientific received information that this patient had undergone a surgical procedure not related to this boston scientific device. The minute ventilation (mv) feature was programmed on and pacing at the maximum sensor rate (msr) was observed. The physician placed a magnet over the device and there was no change. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed that the magnet may not have been close enough to the device to trigger magnet mode. The clinician discussed mv sensor driving the heart rate and to turn off mv when performing a procedure while utilizing a respirator. No other adverse events have been reported. This product issue will be updated if additional information is received.